Manufacturer narrative:
The hillrom technician found sling bar hook broke off when lifting patient. The customer ordered a new sling bar. The hillrom technician replaced the sling bar. The service manual for the viking l lift (7en137106), revision 7 states the following should be done after installation and prior to each lift: 1. Installation of latches after installation, ensure that the spring loaded latches is taut against the sling bar and moves freely in the sling bar hook. 2. Lift correctly! Before each lift, make sure that: the sling loops at opposite sides of the sling are at the same height. All the sling loops are fastened securely in to the slingbar hooks. The slingbar is level during the lift, see figure 1. If slingbar is not level (see figure 2) or if the sling loops is wrongly attached to the slingbar (see figure 3) lower the user to a firm surface and adjust according to the instruction guide of sling in use. An improper lift can be uncomfortable for the user and cause damage to the lift equipment! (See figure 2 and figure 3). To perform a lift correctly, the user shall before each lift make sure all the sling loops are fastened securely into the sling bar hooks. A detachment of the sling bar latches is caused by misuse/use error. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the sling bar hook broke off when lifting a patient. The lift was located at the account. There was no patient/user serious injury reported. This report was filed in our complaint handling system as complaint #(B)(4).